Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 1912236. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were identified. The material used to manufacture the emerald syringe has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product for signs of defect and automatically rejects any faulty product. Based on this preventive measure, we believe it is possible that the syringe tip broke as a consequence of strong conditions during use.

Event description:
It was reported that 2 bd emerald¿ syringes' tips broke off during use. The following information was provided by the initial reporter: "on two different occasions the tip has broken off when connected to: a wound catheter. When saline was being administered.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd emerald¿ syringes' tips broke off during use. The following information was provided by the initial reporter: "on two different occasions the tip has broken off when connected to: a wound catheter. When saline was being admistered."